Manufacturer narrative:
Concomitant medical products: infusion set: contact detach, inset. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl with ketones. The infusion site was changed and an insulin injection was administered to address the high bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.